Manufacturer narrative:
Device is a combination product it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post stenting treatment procedure, thrombosis occurred. An unknown size promus element plus stent was implanted in the patient's right coronary artery (rca). Approximately (B)(6) month(s) after prematurely stopping plavix/dapt (taken for 'about (B)(6) months'), thrombosis was identified. The patient expired in the cath lab. Additional information was requested, but not available.